Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the ep lab for removal of pacing system due to sepsis, infection, and vegetation growth on heart valves. A swan pacing catheter was placed first since the patient was in complete heart block. The device and leads were explanted without complication and the pocket was then closed. The patient was then transferred to the or for surgery to repair three valves and epicardial leads placed for future pacing needs. The patient was stable after the procedure.